Manufacturer narrative:
As part of a CAPA investigation, it was determined that complaint number 172032-49483 is related to a foreign recall of a product only available in (B)(4). Due to the similarity to a us product, in an abundance of caution, qiagen is filing a report.

Event description:
Customer complaint received reporting high rate of positive and grey zone results for recruit tb screening at hospital.